Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read ¿low¿, however, a specific bg value was not provided. Customer consumed carbohydrates to address low bg. The cause of the low bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy.